Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective therapy on his left side since implant. Multiple reprogramming sessions did not provide resolution. X-rays were taken which confirmed lead migration. As a result, surgical intervention may be undertaken as the next course of action.